Event description:
The lay user/pt called lifescan (lfs) and alleged that her meter was set to t he incorrect unit of measurement. The medical affairs specialist (mas) mailed a letter in 2005 since the user could not be reached by telephone for further clarification. The pt obtained a result of "23.4" on her meter. The pt interpreted the results as 234 mg/dl, when after converting mmol/dl would have read 421 mg/dl. A labe test was performed and that result was 471 mg/dl. The time difference between these two results is not known. The pt was treated in the hosp with an IV and insulin. She was admitted for 15 days and on another occasion for 4 days. The pt exercised after obtaining the result of "23.4". It is not known if the pt made any adjustments to her medications or if the pt had any symptoms at the time of going to the hosp. She reported that her meter was previously set to the correct unit of measurement and she was unable/unwilling to state if she recently changed the unit of measurement. A replacement meter has been sent to the pt. This case is reported as adverse event because the pt high blood glucose and insulin treatment at the hosp are consistent with misinterpretation of the result in the incorrect unit of measure of mmol/l.